Manufacturer narrative:
Device evaluation: dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to lens. UDI corrected to n/a in initial MDR. Device code 1494 should have been included in initial MDR. Method code 4111 should have been included in initial MDR. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.0/+1.5/082 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2018. The lens was explanted on (B)(6) 2019 due to lens rotation not associated to a low vault. The lens was exchanged for another icl lens and the problem was resolved. The reporter indicated the cause of the event was unknown.